Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed due to the age and revision both motors require upgrade. Physical damage was found to the top cover, pinch roller, both door levers, and there are 4 missing bumpers. It was also observed that the device software is current at v1.8 rev 24. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/14/2025, a distributor reported via (B)(4) that an ar-6480 dw arthroscopy pump experienced a pressure issue during a case with no adverse effects on the patient (B)(6) 2025. Additional information was received on 11/20/25. Arthrex tubing was used, but the type is unknown. The event occurred on two separate occasions, once during a shoulder scope and a second time during a knee scope. The complaint pump was used to complete the procedure.